Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported there was a fibrous sheath at the tip of the catheter that was previously removed during catheter and pump replacement. The patient was not enrolled at time of pump replacement. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.